Manufacturer narrative:
MFR rpt date 11/2/97. A new procedure defining the process of pump segment assembly for all IV sets containing pump segments has been established and will require separate operation stations in the assembly process to prevent recurrence of this issue. Add'l, all personnel associated with assembly of this device have been made aware of this rpt and corrective action.

Event description:
It was reported that on initial set up of the pt's IV blood backed up the tubing when the pump was started. The tubing was switched and the IV restarted without incident. No pt consequence was reported.